Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-03405. The pt has 2 scs systems. This issue is related to her peripheral scs system (off-label). It was reported the pt's scs leads were explanted and replaced due to ineffective stimulation. The issue resolved with the surgical intervention.